Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26oct2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit could not be adjusted. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19jun2019. Date rec¿d by MFR: 18jun2019. The customer confirmed the machine has been repaired by replacing the flow module. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.